Event description:
During the release phase of the endostapler, endostapler did not release the tissue. Md decided it was best to leave the stapler load device with portion of tissue and send a second specimen.